Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were pulled distally, some pulled over the distal markerband and bumper tip of the device. It was noted that the stent had moved distally on the balloon for approximately 4mm from the proximal markerband. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 2.25x28mm promus element drug-eluting stent was advanced but failed to cross the lesion and was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 2.25x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.